Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Reportedly, a new cartridge was loaded and elevated bg was addressed by a correction bolus via the pump.